Event description:
The analyzer produced an initial potassium result of 2.6mm on a pt serum sample. The same sample was repeated twice and produced potassium results of 6.3mm and 2.6mm, repectively. There was no report of pt harm as a result of this occurrence.